Event description:
Pt used the products. She began to use the 4.0 oz. Bottle in the beginning to middle of march; around march 15th complained that her eyes were sensitive to light and touch, could not see very well. Optometrist diagnosed with some type of cloudy spot on her cornea. Dr prescribed zymar, lotemax and trebox. These three products were used for a month; at this point, not using the above medications, the spot is slightly smaller than when first discovered but is still present and the dr stated it will scar and never be completely healed. Still has both containers; nothing left in the 4.0 oz container and the 12.0 oz. Container is mostly full. Not positive if pt used any products from the 12.0 oz, but did use the product from the 4.0 oz. Container.